Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) controller was replaced to address the issue. The system was tested and found to meet product specifications. The system manufactured on august 4, 2008. Based on qa assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event can be attributed to the printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had no phacoemulsification before surgery. There was no patient involved.